Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: analysis found that the upper case was cracked near the high rate cover and caused the problem that the high rate cover moved out of it as soon as it was opened. It was also noted that the battery contacts were visibly contaminated.

Event description:
It was reported that the external pulse generator (epg) experienced an unknown issue. No more details were available. The epg was returned to the manufacturer. It was analyzed and tested out of specification. There was no patient involvement.